Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open surgical procedure, the doctor felt that the grasping force of the firing trigger was higher than usual at the first firing. After the firing, it was found that a part of deployed staples were unformed. Another device was used to complete the case just in case. There were no adverse consequences for the patient. The doctor commented that the target tissue was not so thick.